Manufacturer narrative:
The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 05 dec 2025.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p126 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p126 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the smart card is still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. 12 sep 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after approximately 100ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit was requested; however, only the smart card will be returned for evaluation.